Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in the 200s mg/dl. Customer requested assistance from an emergency medical technician, and was subsequently taken to the emergency room (ER). While at the ER, the customer self-administered a manual insulin injection, and bg decreased to 90 mg/dl. The customer was released from the ER an hour later and was ¿doing well¿.